Manufacturer narrative:
A ge service rep performed an onsite investigation. Circuit breaker one was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that system failed to boot up. There is no report of pt injury.